Event description:
The replacement battery terminals could not be connected to the battery leads in the heart lung console base. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation is in progress, but not concluded.